Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number: (B)(6), and the reported events and patient outcome could not be conclusively established through this evaluation. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. D, is currently available. The current revision of the IFU can be found on the eifu page of the abbott website. Section 1 of the IFU, ¿introduction,¿ lists potential adverse events, including bleeding and death, that may be associated with the use of the heartmate 3 lvas. Section 6 of the IFU, ¿patient care and management¿ (under ¿anticoagulation¿), provides information regarding the recommended anticoagulation regimen, including international normalized ratio (inr) values, as well as suggested anticoagulation modifications in the event there is a risk of bleeding. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be reported once the manufacturer¿s investigation is completed.

Event description:
It was reported that on (B)(6) 2025 the patient was found down at the bottom of stairs with agonal breathing, left ventricular assist device (lvad) battery was found disconnected. The patient was brought to emergency department (ed) (B)(6). The patient was unable to move their upper extremities, alert and oriented to person, place and time (aox3), presented with c-collar, and midline c spine tenderness. Imaging showed acute subdural hemorrhage along the l posterior convexity measuring approximately 5 mm in maximum thickness and additional small acute subdural hemorrhage along the left aspect of the posterior falx, as well as an acute linear displaced fracture at the anteroinferior corner of cervical spine at c3. Anticoagulation reversed - kcentra. The patient was admitted to neuro ICU for further evaluation and possible treatment. Their family opted for comfort measures and was deactivated in palliative care unit.